Event description:
A caller reported encountering a cartridge alarm 29 during the load process. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and confirmed that a replacement pump with updated software would be shipped. The caller was instructed on how to store the defective pump and was advised to return it within ten days using a provided return box and pre-paid label. The caller, who will temporarily use multiple daily injections to maintain insulin delivery, understood all instructions and opted for signature-required delivery of the replacement pump.